Manufacturer narrative:
This report is submitted on september 22, 2022.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant incision wound and subsequently underwent revision surgery to rotate the skin flap. The patient was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient experienced persistent skin breakdown and developed an infection. Subsequently, the device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on november 22, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced necrosis leading to extrusion of the device. Device analysis report attached. This report is submitted on december 14, 2022.